Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim #: (B)(4).

Manufacturer narrative:
Claim #(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting with rotation. The lens remains implanted. Problem is not resolved. The doctor is requesting a change in lens size. Cause of the event was reported as other.

Manufacturer narrative:
B5- a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting with rotation. The lens was repositioned. The remains implanted. The doctor is requesting a change in lens size. Cause of the event was reported as other. Claim #: (B)(4).

Manufacturer narrative:
Claim # (B)(4).